Manufacturer narrative:
The calibration and qc were acceptable. A general reagent issue was excluded. A film on the sample surface was observed for one of the samples. The alarm trace showed several sample-related alarms ("sample short" and "sample foam detection") on the day of the event. The investigation determined the issue was consistent with one of the samples having a suspicious sample matrix (high protein) that led to contamination issues with the flow path. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results for approximately 70 patient samples on a cobas 8000 e 801 module. The following are three examples of discrepant results: patient 1: the initial result was 300 nmol/l with a data flag. The repeated result was 58.1 nmol/l. The doctor questioned the results and the customer noted patient 1's high total protein result prompting the rerun of the patient samples. Patient 2: the initial result was 86.3 nmol/l. The sample was repeated on (B)(6) 2025 and the result was 7.5 nmol/l with a data flag. Patient 3: the initial result was 300 nmol/l with a data flag. The repeated result was 178 nmol/l. The sample was repeated on (B)(6) 2025 and the result was 153 nmol/l. The samples were repeated after the physician questioned the initial results.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The investigation is ongoing.